Event description:
Follow up information reported that there had not been any further reports of the problem re-occurring. If additional information is received, a follow up report will be sent.

Event description:
The patient¿s stimulation was turning off. She had called her clinician earlier in the week and reported that the ins got inadvertently turned off. Her ins was check in the clinic. The voltage was fine and it was suspected that emi turned the ins off. The ¿next day¿ she heard a few beeps some out of the ins before the ins turned off again. It was confirmed that she was not using her patient programmer when she heard the beeps. It was noted that she may have been in the bathroom when the ins turned off. Additional information has been requested.

Manufacturer narrative:
Product ID 3389s-40, lot# v561099, implanted: 2010 (B)(6); product type lead product ID 7438, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).